Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station encountered a black screen issue. The field service engineer (fse) returned onsite with a replacement all-in-one (aio) unit. After testing the new aio, the same issue persisted. The fse then installed a hard drive from another station, which successfully booted the system. As a result, the fse replaced the hard drive for the third time on this station and completed a full reimage. Based on observations, the fse suspected potential power-related issues in the operating rooms (ors) that may be contributing to recurring hard drive failures. To mitigate this, the power plug was moved to a white outlet for monitoring. The fse noted that if hard drive issues persist, connecting the unit to an uninterruptible power supply (ups) may be necessary. The issue was resolved at the time of service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was stuck on black screen with blinking cursor at the corner of the screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was stuck on black screen with blinking cursor at the corner of the screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.